Manufacturer narrative:
The device was requested and is expected for eval but has not yet been received. The cause of the event was reported to be related to preparation use error. The surgical tech reportedly loaded the cross link driver onto a fixed handle rather than the required torque limiting handle. As a result, too much torque was applied to the device (cross link driver) and the device failed. If the device is returned and additional info is obtained, a f/u report will be submitted.

Event description:
It was reported the tip of a cross link driver broke while tightening the center screw of a crosslink. The physician reported the crosslink was removed with the fractured tip in place and a new crosslink was inserted. At the time of this report, it is not known if any remnant of the instrument was left in the pt. No pt complications were reported.